Manufacturer narrative:
Date rec¿d by MFR: 30sep2019. Date of report: 01oct2019. A power management board was returned for analysis. An investigation was performed and the auxiliary alarm supply failure was verified. The pcb is damaged, resulting in layers delaminating at the damaged corner, and failure of the board. Such damage cannot be reliably repaired. The 35v supply failed could not be verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 30jul2019. The service technician confirmed the device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician confirmed an occurrence of air failing to be exhausted from an airflow port was discovered when the device was powered on. The service technician replaced the power management board to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the vent alarm occurred and the power on button froze when pre-use check was performed. The service technician confirmed the device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the vent alarm occurred and the power on button froze when pre-use check was performed. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.